Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (tesla strength and date unknown). Surgery to reposition the magnet has been completed on (B)(6) 2014. The implanted device remained insitu at all times.